Manufacturer narrative:
This report is submitted on august 20, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to severe headaches. It is unknown if there are plans to reimplant the patient as of the date of this report.